Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with an infection which eventually spread to her ankle. The patient received antibiotics to treat the infection. The patient confirmed having the same infection at the time of reporting having a potential recalled lot. The patient also confirmed having varying degrees of abdominal pain since being diagnosed. Upon follow up, the peritoneal dialysis nurse (pdrn) confirmed that the infection diagnosed was peritonitis. The pdrn was aware of the solution bag concern as well and confirmed the patient did not have the recalled lot on hand at the time of being diagnosed with peritonitis. Therefore, the recalled lot of 1.5% solution bags was not related to the peritonitis. Upon further follow up, additional information was provided by the patient¿s pdrn. The patient was seen in the pd clinic on (B)(6) 2023 for complaints of abdominal pain. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The culture returned positive results for citrobacter koseri. The cause of the peritonitis was not determined; however, no cassette leak or other issue with any fresenius product was noted. The patient did not require any hospitalization for this event.